Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Event description:
The previously reported type ia endoleak (3008011247-2016-00109) was resolved through re-intervention. The patient returned a week after re-intervention with severe sepsis leading to death. An adjudication was performed on this event which found that the most likely cause of the infection was related to the re-intervention procedure for the type ia endoleak.